Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that magnet application in the implantable pulse generator (ipg) resets "autopvarp operation resulting in sustained periods of lower rate pacing and dysynchrony in patients with high sinus rates." The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.